Event description:
The patient reported that her blood glucose, carbohydrate intake and insulin history is as follows: time: 9:43 am; bg (mg/dl): 115; cho (g): 50 and 20; bolus (u): 2.65 and 1.10; time: 12.47 pm; bg (mg/dl): 206; cho (g): 77; bolus (u): 2.85; time: 3:56 pm; bg (mg/dl): "high" (>500). She went to the hospital where they placed her on an intravenous therapy of fluids, anti nausea medication and insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determined if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.